Event description:
Caller reported testing the customer, the mother, with the freestyle meter and received a reading of "hi" (>500 mg/dl). Daughter administered insulin based on this reading. Daughter noticed customer began to sweat profusely and shake. Customer's hcp was called and daughter was advised to administer 3 units of coverage. Daughter called paramedics because customer was still experiencing the same symptoms. Paramedics transported customer to hosp where she was treated intravenously and released the same day.